Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, and battery drawer are broken. Lead flex cover is corroded, battery contacts are compressed, and the keyboard is scratched. (B)(4).

Event description:
It was reported there was a crack in the housing. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement